Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol returned pressed down into well area of iol case base, resulting in deformation of the iol. A significant amount of solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned. The optic is torn/split-cut and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "broken iol". The returned iol shows evidence of possible handling by the customer due to the presence of a significant amount of solution dried on both surfaces of the optic and one haptic. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, a lens was broken. There was no patient impact.